Event description:
It was reported the patient has a defective lead and claims their life will be cut short because of it. No other information regarding lead model, serial number or patient information was obtained. Lead status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.